Manufacturer narrative:
At the visit on site fse (field service engineer) replaced the laser head and verified the system according to specifications successfully. The local service support team reviewed all cases - no technical root cause could be determined. Local clinical application specialist (cas) visited the site. Energy and separation settings used during the flap cut showed differences compared to common settings (different bed- side- and canal cuts require more time for re-alignment between the steps). Log file review shows that according to the user manual the user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day the energy was stable with no abnormalities. So no technical problem can be identified on the reported day. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient with symptoms of diffuse lamellar keratitis following lasik treatment of the left eye. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.